Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a small crack on the reservoir tube lip.

Event description:
The customer reported that she was having trouble rewinding the insulin pump. Troubleshooting was done, customer's blood glucose was unk. During the troubleshooting, the insulin pump did not exit the rewind process and was found that the insulin pump alarmed failed battery test. Troubleshooting was done for failed battery test. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert a back-up plan per hlth care provider. No further info provided.